Event description:
It was reported that during a lap sigma, a part fell into the pt. It could be removed. No further information is available. There was no pt consequence.

Manufacturer narrative:
Date sent 10/22/2007. Information anticipated, but unavailable at this time.